Event description:
Have had chronic headaches and respiratory issues from using so clean device to clean CPAP machine, also have had chronic watering of the eyes as well. FDA safety report ID# (B)(4).